Event description:
It was reported that the device exhibited a "check clutch / plunger alarm". There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. The device was last repaired on 04-feb-2016. The event history log was found a check clutch/plunger alarm. Functional checks and visual tests were performed. The customer reported problem was verified by motor drive test. The worn coupling and clutch were replaced and performed calibration plus motor drive test. The device then passed all testing.

Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5 updated. There was additional information received from the initial reporter that stated there was no patient involvement. B6-b7 updated. D3 manufacturing plant address, city, and zip code updated. H6: f code updated.